Manufacturer narrative:
(B)(4). Associated products : unk persona art surface. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02532.

Event description:
It was reported the patient underwent a right knee arthroplasty on an unknown date. Subsequently, the patient was revised for instability on an unknown date. Sales rep states patient was revised to a hinge due to a lack of a mcl and lcl function.